Event description:
Customer reported hose burst during surgery. There was no injury or delay in the surgery related to this event.

Manufacturer narrative:
Investigation findings: the device was received for evaluation and the reported problem was confirmed. The evaluation found that the outer hose burst at the coupling end. The handpiece instruction manual provides the following warning to the user: before each use, check all of the equipment for any air or nitrogen leakage and return the instrument for service if leakage is noticed. Always inspect hose for signs of wear or damage prior to use. Under pressure, a severed or broken hose can whip out of control. Do not use worn or damaged hoses. Replace immediately, or return for repair.